Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic system exhibited with system message during vitrectomy retinal detachment surgery. Surgery was not possible to continue. Tried to restart the system but problem was not resolved. Surgery was temporarily canceled. Surgery was completed next day.

Manufacturer narrative:
The company representative was able to replicate the reported event. The fluidics module (fm) was replaced to address the issue and was returned for this investigation for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The fluidics module was received for this investigation. A visual assessment of the returned sample revealed balance salt solution (bss) on the component of the fluidics infusion printed circuit board (pcb). The module was installed into a calibrated system and turned on. The system message (sm) was generated. The infusion pcb was replaced with a known functioning pcb and the issue was resolved. The root cause of the reported event of sm is attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).